Event description:
Pt presented to physician with crepitation and clicking or snapping noise in her right knee indicative of possible loose patellar component. Pt was admitted to hosp 3/27/95. In the or it was found that the plastic portion of the patellar prosthesis had come completely loose from the metal backing plate and was loose within the knee. The patellar component was removed and replaced with and polyethylene patellar prosthesis. Pt was discharged 3/30/95; doing well and ambulating with a walker.